Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. A delamination total observed on valve assessed as an adhesive failure. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.